Event description:
It was reported that the handpiece overheated. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has been rec'd at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.